Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that following the placement of the 2.25x12mm promus element plus stent, plaque shift occurred. The area of plaque shift was treated using the 3.0x12mm promus element plus stent.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-00124. It was reported that following a percutaneous transluminal coronary angioplasty, patient death occurred. The 2.25x10mm, 99% stenosed, de novo target lesion was located in the 1st diagonal. The lesion was direct stented with 2.25x12mm promus element plus and 3.0x12mm promus element stents, resulting in 0% residual stenosis. One day post index procedure, the subject experienced chest pain. Four days post index procedure the patient was discharged on aspirin and ticagrelor. Nine days post index procedure the patient expired. No additional information has been provided.

Event description:
It was further reported that following the placement of the 2.25x12mm promus element plus stent, plaque shift occurred. The area of plaque shift was treated using the 3.0x12mm promus element plus stent.

Manufacturer narrative:
Upn corrected from h7493911312300 to unk717. Catalog/model # corrected from 39113-1230 to unknown. PMA# or 510k# corrected from p110010 to similar. (B)(4).